Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that during a routine device implant procedure, once the right ventricular (rv) lead was inserted into the device, a signal of non-physiologic noise was seen on the rate/sense channel. Oversensing occurred, however, when the sensitivity was lessened, the oversensing diminished. The patients¿ chronic atrial fibrillation (af) was converted during defibrillation threshold (dft) testing, however, resumed later. Additionally, pacing impedance measurements had decreased from 1,200 ohms to 700 ohms and then again increasing to 1,100 ohms. During the scheduled pre-discharge check, the signal had disappeared. No further observations were noted. No adverse patient effects were reported as a result of this clinical observation.

Event description:
--